Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing myopotential oversensing on the ventricular channel. Noise was unable to be reproduced with isometrics in clinic. Programming changes were made. Device remains implanted.